Event description:
Customer's mother reported via phone call that the insulin pump is not rewinding. Customer was unable to insert the reservoir due to the piston not moving all the way back when rewinding. The alarm history was checked and an unexpected restart, external ram error and displayable history check failed on startup alarms were found. Customer's mother requested the insulin pump to be replaced.

Manufacturer narrative:
The insulin pump passed the unexpected restart alarm test. No external ram error alarms noted. No displayable history check failed on startup alarms noted. However displayable history check failed on startup alarms found in the alarm history due to corrupted history files. The insulin pump had cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.